Manufacturer narrative:
One device was received for evaluation for the complaint that the pump ran 10 ml but administered 15.2 ml and there was delay in therapy. The review of event log found that no information related to the complaint. During 12-month service history found that the unit was repaired within the last 12 moths for not fuse and unrelated to current complaint. The visual and functional testing was performed. The complaint could not be confirmed by preforming accuracy test. The dso was calibrated and updated software to the latest version and reset to standard configuration. The performance verification testing was performed, and unit passed all test criteria.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump ran 10 ml but administered 15.2 ml. There was delay in therapy. There were no reported patient involvement and harm.